Manufacturer narrative:
In using an affected test strip related to an on-going field action for abbott precision family test strips, the customer reported a readings issue. As a result of this issue, the customer reported experiencing blurred vision, and dosed with insulin to counteract symptoms. There was no report of third party medical intervention, no medication administered outside of their normal treatment regimen, nor was there diagnosis of hypoglycemia, hyperglycemia, or any other diabetes related condition. There was no report of death or serious injury.

Event description:
In using an affected test strip related to an on-going field action for abbott precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.